Event description:
Patient receiving enteral feeding via j tube utilizing infinity enteralite pump from zevex -moog-. Patient is using enteralite infinity 1200ml bags in pump -inf 1200-. This is second or third time in last month that patient is getting a no food error message when trying to deliver formula. The previous times the pump was suspected after troubleshooting and new pumps were sent out. On this occasion with same problem occurring we had requested patient's caregiver to check the lot number of the bag -lot# 13710x- and check if he had any other bags with a different lot# -01110h-. Patient changed the bag to a different lot number and was able to run pump and formula without problem. Suspect it is the bag and reported to moog the problem. We are picking up suspect bags from patient and replacing them with a different lot number. Sending suspect bags to moog as requested for them to do quality control check. Diagnosis or reason for use: severe gastroparesis.